Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that a frayed grip cable was found at distal idler pulley. The frayed grip cable also became derailed at the distal idler pulley. The idler pulley rim exhibited damage. Grips were still able to open and close, but their movement and functionality could not be precise. Additional observation not reported by site was main insulation tube damage. The distal end of main tube had various scratch marks with light material removal. Engineering concluded that damage was likely due to mishandling. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.

Event description:
It was reported that during a davinci si surgical procedure, the prograsp forceps instrument did not work anymore. No patient harm, adverse outcome or injury was reported.